Manufacturer narrative:
Corrected data: upon further review of the complaint file a discrepancy was found regarding the serial number (B)(6) which was provided in section d4 of the initial MDR. It was discovered that medwatch report number 9614546-2019-00548 had previously been submitted for this serial number and for this same event. Therefore, no further information will be provided under this medwatch # as it has now been determined to be a duplicate report. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is during 2019. Serial number: unknown, information not provided. Unique device identifier (UDI #): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. Catalog number: a complete catalog number is unknown as the serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, remains implanted in the eye. Planned explant in 1-2 months. Device manufacture date: unknown as serial number was not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that post implant of a symfony intraocular lens, and despite the patient being 6/7.5 in the left eye unaided with reasonable near vision, the patient states he absolutely cannot drive at night because of glare and halos and wants the symfony lens removed. Symptoms are noted to be impaired vision, halos, glares at night, unsatisfactory outcomes. The symfony lens is planned to be explanted in 1-2 months and replaced with a model pcb00. No further information provided.